Manufacturer narrative:
Event: the exact event onset date is unknown. The provided event date of (B)(6) 2012 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implanting physician is: (B)(6). The following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that a xenform graft device was implanted into the patient during a total vaginal hysterectomy with anterior and posterior colporrhaphy and pubovaginal sling placement procedures performed on (B)(6), 2012, for the treatment of cystocele, rectocele, stress incontinence, and dysfunctional uterine bleeding (dub). Throughout the surgery, no complications were reported. As reported by the patient's attorney, the patient has experienced an unspecified injury.